Manufacturer narrative:
The field service engineer (fse) was on site on (B)(4) 2008 investigating the event. The fse inspected the instrument and found aspirate probe #2 had iron deposits on the exterior of the probe. The fse noted that the customer had not been performing proper weekly maintenance on the instrument (such as changing out and cleaning the aspirate probes weekly). The fse replaced the aspirate probes and the washed %cv portion of the system check dropped from 8.6% to 2.2%, well within instrument specifications. Also, the fse performed preventative maintenance on the instrument. All validation testing passed within specifications. Customer error is the root cause for this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 through (B)(6) 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accutni (troponin I) results generated on the access 2 immunoassay system. The pt samples were retested and the results were within the normal reference range. The initial erroneously elevated results were reported outside the laboratory. The pt was admitted to the hospital due to the elevated accutni results. No further info is available relating to any further treatment or care. It is therefore unk if any further treatment or care was provided as a result of the hospitalization.